Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 404 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they experienced nausea, vomiting, abdominal pain and difficulty in breathing as a symptom related to high blood glucose level. The customer stated that the insulin pump suspended even without manual action. The customer stated that the insulin pump did not have alarm but noticed that the delivery was suspended. The customer stated that the insulin pump passed the self test. The customer declined troubleshooting for high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test. Device was connected to a test transmitter or sensor and monitored without any connection interruptions. Device was monitored for over 24 hours with no unexpected suspend anomalies. (B)(4).